Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes were overfilled. There was no health impact or consequence reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 4351362 d4. Medical device expiration date: 30-sep-2025 h4. Device manufacture date: 16-dec-2024 d4. Unique identifier (UDI) #: (B)(4). D4. Medical device lot #: 4281719 d4. Medical device expiration date: 30-jun-2025 h4. Device manufacture date: 07-oct-2024 d4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 20 retained samples from each lot number were functionally tested for draw volume and all tubes tested within specification limits. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® plus citrate tube, an unspecified number of tubes were overfilled. There was no health impact or consequence reported.